Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that angina, restenosis, and under-expansion of the stent occurred. In (B)(6) 2015, the patient's qualifying condition was acute coronary syndrome identified by treadmill stress testing (tmst) and no myocardial infarction was noted with 72 hours prior to index procedure. There were two target lesions. The 75% stenosed, 12mmx2.75mm, de novo ostial target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending (lad) artery. The lesion was treated with pre-dilatation and placement of a 20x2.75mm promus premier¿ stent, resulting in 0% residual stenosis (25% stepdown; post dilatation was performed). The target lesion # 2 was a 75% stenosed, 5mmx4mm, de novo ostial lesion was located in the moderately calcified and moderately tortuous proximal right coronary artery (rca). The lesion was treated with placement of a 8x4.00mm promus premier¿ stent, resulting in 0% residual stenosis. No complications were noted and one day post procedure, the patient was discharged on aspirin and ticagrelor. Sixteen days post index procedure, the patient was admitted to the hospital for unstable angina, specified as intermittent chest and upper back pain with exertion chest heaviness, shortness of breath, and diaphoresis. This was accompanied by tingling in the left hand. Symptoms had occurred since the index procedure, with worsening the day of admission. The patient had been taking xarelto (rivaroxaban) instead of plavix (clopidogrel) due to intolerance. On the following day, patient's troponin I value was elevated and patient's electrocardiogram (EKG) revealed sinus bradycardia, rate 58, normal axis, no st or t-wave changes, and normal intervals. Coronary angiography was performed and revealed lad: 50-75% stenosis mid stent. Also, intravascular ultrasound (ivus) demonstrated under-expansion of the 20x2.75mm promus premier¿ stent within the mid-segment in mid lad. The patient then underwent target vessel revascularization (tvr). A looped forte wire was crossed into the 20x2.75mm promus premier¿ stent and balloon angioplasty was performed with 3x8mm nc balloon catheter at 20 atmospheres within the stent and 4 atmospheres immediately distal to the stent. Final arteriogram showed improvement of the stent deployment, but with 30% residual stenosis in the mid-segment of the stent. There were no complications. One day post procedure, the event was resolved and the patient was discharged on aspirin and brilinta.